Event description:
It was reported to adac that when the user specified manual dose per mu in planning mode, the manual mode and specified value persisted after the beam energy or modality were changed. The user may miss changing this value, and have an incorrect dose per mu specified. No injury was reported as a result of the issue.